Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx has not been received and is not expected to return for evaluation as it was used in the procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx instructions for use (IFU), advises, "stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture." Mdrs from this event: 2029214-2017-00670, 2029214-2017-00671, 2029214-2017-00672, 2029214-2017-00673.

Event description:
Medtronic received information that during onyx injection, resistance was felt while pushing on the syringe and the marathon catheter ruptured in the distal section. There was onyx leakage in the common branch of the middle meningeal so the decision was made to remove the marathon and start again with another unit. The same issue occurred with a second marathon catheter after experiencing resistance during onyx injection. Again, there was leakage of the onyx. The procedure was ended and the patient will return for a second procedure. No injury reported. The patient was receiving onyx embolization to treat a dural arterio-venous fistula (davf). The access vessel was the middle mening eal, which was 2.5mm in diameter. The vessel tortuosity was moderate. The reported devices and any accessory devices were prepared as indicated in the IFU. The catheters were flushed as indicated in the IFU and the dead space was filled with dmso as directed. The injection rate of the onyx was 0.15ml/min and the physician used thumb pressure. Each time the physician paused during injection for no more than 1 minute. There was resistance during injection while pushing on the syringe and the first marathon ruptured at the distal section, resulting in onyx leakage in the common branch of the middle meningeal. Prior to the rupture, there was a normal embolization of the davf. Because of the rupture, a second marathon was prepared. The decision was made to catheterize the common part of the middle meningeal to go beyond the onyx leakage. This was successful and another branch was catheterized to the fistula. During injection with the second marathon resistance was felt and the second marathon broke at the same point, with additional leakage of the onyx. The second marathon was removed and the decision was made to stop the procedure. There is a residual part of the fistulas that has not been embolized, that is supplied by the occipital artery. This will be embolized in a second procedure. Aside from the rupture, there was no other visible damage to the catheter. Approximately 1.9ml of onyx entered the patient.